Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continual elevated blood glucose (bg) level ranging from 385mg/dl to 'high' on cgm. Elevated bg was addressed via a correction bolus. System check was performed with tandem technical support and no pump issues were identified; however, customer reported using the cartridge for 72 hours. Tandem technical supported educated customer that the pump user guide indicates humalog is indicated for 48 hours. Customer reported taking the medications: prednisone, acetaminophen, and stool softeners for her sciatica. Customer will be consulting with hcp regarding high bg issues.